Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.1mm vicm512.1 implantable collamer lens with a -11.0 diopter tore/broke during injection/delivery into the eye. The lens became stuck in the cartridge or injection system. There was no patient contact or injury. On (B)(6) 2023, the replacement lens was implanted into the patient's right eye (od) and the problem was resolved. Cause of the event was the device. Reportedly, "prognosis: good." H6: work order search: no similar complaints within associated lots were found. Claim (B)(4)

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens tore during surgery.